Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss which was initially resolved via re-interrogation of the ICD. The ble issue persisted and there was no intervention reported to resolve the repeat occurrence. There were no patient consequences reported. Further information was requested but not received.